Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the lung tissue during a laparoscopic bullaectomy procedure, the surgeon clamped the tissue and pressed the green button but could not squeeze the handle loop to fire the device. It was also reported that the jaws of the device locked on tissue, the instrument was removed by releasing the black adjustable knob of the stapler handle. Another reload was used to complete the case. There was no patient injury.